Event description:
The customer reported that while delivering one synchronized shock to a patient the ECG waveform had artifact that made the rhythm look like atrial fibrillation. They medicated the patient for another shock, then switched to a second defibrillator to get a better quality ECG waveform. The second defibrillator did not show atrial fibrillation. No additional shock was given.

Manufacturer narrative:
(B)(4). A follow up report will be submitted after philips obtains more information concerning this event.